Event description:
It was reported that the catheter became separated during use. The catheter was inserted into the right jugular vein. Two days later a nurse that the patient was standing up and the catheter was stuck at 1cm from the tip to the patient. When the reporter collected the catheter, it was found to be separated into three parts. The three parts were 20cm, 40cm and 30cm long in the order from the tip of the catheter. The catheter was cut completely at one location. One lead wire was not cut at another location. The surface of the cut appeared to be sharp. Another lead wire in the catheter was discarded at the hospital. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject limited volume 1.3cc syringe was returned for evaluation with a non-edwards 6f introducer. Visual examination found that the catheter body and leadwire were completely broken off. The broken part of the catheter body was at approximately 26.5cm and 60.5cm from the catheter tip. Cross surface of the broken catheter body appeared uneven and rough. The catheter body was stretched approximately 1cm longer between the 20 and 30cm marker, 1cm longer between the 40 and 50cm marker, and 1cm longer between the 50 and 60cm marker; respectively, compared with the lab sample. The catheter body diameter around the stretched parts appeared slightly thinner than the lab sample. The broken part of the leadwire was at approximately 74cm from the bonding area between the catheter body and y connector. The cross surface of the lead wires appeared tapered and uneven. A clamping mark on the catheter body approximately 25 cm from the catheter tip was noted. Blood was observed around the electrodes and windings. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon, windings, or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.3cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of catheter separation issue was confirmed during the evaluation. Review of the available information suggests that clinical or procedural factors may have contributed to the event reported. No actions will be taken at this time.